Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: end user reports, "after connecting the 3ml empty needle (bd eclipse 3ml), leakage occurred when the nurse push the medicine." No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples were provided for evaluation. One sample was leak tested per internal specifications with no defects noted. The other sample was visually evaluated and a vertical crack was noted to be present on the m228 luer lock connector. Based on the evaluation performed the reported defect is confirmed against one sample. The exact cause could not be determined at this time. However, incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.